Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm. The site used the pump for ifosfamide treatment times 14 days and the bag/line was dry at the past for 2 bag changes. The pump was programmed correctly and was double checked for accuracy. Continuous infusion rate was 2.8 ml/hour, total reservoir volume of bag 1 was 132ml, and bag 2 was 275 ml. Given for bag 1 was132 ml, and given for bag 2 was 268 ml. The air detector was off, and upstream sensor was on. Length of infusion was 4 days, and lock level was locked. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was connected to a patient when the event occurred, and the patient was not medically affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.